Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "rupture" and "seroma". The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to b3 partial onset date: the date of onset was on (B)(6) 2025.

Event description:
Patient reported "rupture" and "seroma". Healthcare provider reported left side ¿pain and firmness touchable due to rupture¿. Device was explanted.

Event description:
Healthcare provider later reported capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.